Event description:
An anonymous voluntary medwatch report was received that stated "while infusing, 2 pump was still running even when door hinge was broken. Thus, taking pressure off of the tubing and keeping the pump from infusing fluids. Pump still ran at a rate of 75 ml/hr while door was broken. Problem was found before any harm or injury was done to pt."